Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was concerned that the wire remained in the skin. The patient went to hospital and evaluated in the emergency department. An x-ray was performed and negative for a retained wire. At the time of contact, the patient was doing okay. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.